Event description:
It was reported that after a hernia procedure that was done in 2008, a small bowel obstruction was caused by adhesion. The medical records from the operating surgeon evidenced intestinal obstruction requiring lysis of adhesions at approx 49 days later. This occurred after a hernia operation when a "staple fell out of stapler" into the abdomen or it was "ejected at the time." No firing issues were noted during the initial case nor was a loose staple noticed at that time. The patient is currently fine.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.